Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for battery out limit alarm. The customer's blood glucose level was 536mg/dl. The customer treated the highs with manual injections. The customer was assisted with clearing the alarm. It was noted that the battery had been out of the pump for longer than the allowed amount of time. The customer was advised to monitor the device.